Event description:
It was reported via repair work order that the head end lift was stuck elevated and would not lower as the cpu board, lift coupler, sensor coil cord, and headend potentiometer cord were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.